Manufacturer narrative:
Device lot number and expiration date unavailable. Device manufacture date unavailable.

Event description:
Lead extraction procedure with 16f glidelight device in use. Svc tear occurred during use of device; injury was repaired. The next day, patient was still intubated that morning; however patient developed a gi bleed later that afternoon; no further intervention was done. Patient died on (B)(6) 2017.